Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number left blank as the 950n82 sle ventilator circuit kit is not sold or released in the united states of america (USA), but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k220703. Fisher & paykel (f&p) healthcare are currently obtaining further information and investigating the reported event. A follow-up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in taiwan reported that the 950n82 sle ventilator circuit kit was leaking during patient use. There was no reported patient harm.